Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The circuit breaker was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a collimator iris potentiometer error at boot up. No patient injury was reported.